Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis treatment in the colon. The user facility was unable to provide the date of the procedure. The resolution clip device broke. One half of the clip (jaw) detached inside the pt's colon. Numerous attempts to obtain add'l info regarding this event have not been successful. There is no info regarding any complications or ill effect the pt may or may not have sustained. Should any further info become available, a supplemental medwatch report will be submitted under the appropriate sequence number.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from this user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tw:118052/a00022793. Date filed:june 12, 2006.